Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) and biogx sars-cov-2 osr for bd max system (ref# 444213) unknown lot # was performed by analysis of the data received and verification of complaints history. This complaint is about a video link, received by unknown customer, posted on social media suggesting that pcr technology may perform badly to detect sars-cov-2 if too many pcr cycles are used. The video discusses the fact that the pcr technique is commonly used for detection of sars-cov-2. It explains the principle of the pcr technique and states that the more cycles are used, the less accurate the test is. According to the video, the pcr test for covid-19 has an accuracy of 0% if more than 34 cycles are used. A list of FDA approved sars-cov-2 tests is displayed, shown rapidly, and includes both bd biogx sars-cov-2 reagents and bd sars-cov-2 reagents kits. However, both assays are not specifically discussed nor named. Both bd biogx sars-cov-2 reagents and bd sars-cov-2 reagents kits use a 45 cycles pcr run. There are advantages in performing more pcr cycles as it allows for better sensitivity. When both assays were developed, tests performed during development demonstrated that the number of cycles used is appropriate, with adequate performance as described below. Performance of the bd sars-cov-2 reagents was evaluated with retrospective collected nasopharyngeal swab clinical samples, including 30 individual negative clinical samples, with signs and symptoms of an upper respiratory infection, as well as with 20 individual negative nasal swab clinical samples, collected in uvt or saline, from asymptomatic donors. All the samples gave expected negative results. Moreover, performance of the bd sars-cov-2 was also evaluated with retrospective collected nasopharyngeal swab clinical samples, including 100 individual negative samples, from patients with signs and symptoms of an upper respiratory infection, as determined by an alternative naat method and showed 97% agreement with the expected results. Performance of the bd biogx sars cov-2 reagents was evaluated with retrospective collected samples, including 30 individual negative clinical samples, from patients with signs and symptoms of an upper respiratory infection and all obtained expected negative results. Together, results of this investigation show that both bd biogx sars-cov-2 reagents and bd sars-cov-2 reagents kits perform as expected. The use of a pcr with more than 34 cycles provides adequate results. No complaint trend analysis was performed since the complaint detail and investigation doesn¿t not allege a specific issue with products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since the reagent is not defective.

Event description:
It was reported that a video on social media claimed biogx sars-cov-2 open system reagents for bd max¿ system reported false positive results. There was no indication that results were reported out and there was no report of patient impact. (B)(4).

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a video on social media claimed biogx sars-cov-2 open system reagents for bd max" system reported false positive results. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).